Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parents of the recipient reported that for the last 3 months the child shows irritation (nervousness) to the sound quality from the device. There is no report of trauma, change in medication or swelling around the implant site. Palpitations around the mastoid region show a small bony elevation. The user was re-implanted on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents of the recipient reported that for the last 3 months, the child shows irritation (nervousness) to the sound quality from the device. There is no report of trauma, change in medication or swelling around the implant site. Re-implantation is considered.